Manufacturer narrative:
Heartsine's investigation confirmed the reported fault and attributed it to corrosion on the underside of the on/off button dome due to storage outside of indicated conditions. Upon receipt, the device could not be powered on via the on/off button. The fault could not be replicated after clearing the corrosion from the underside of the on/off button dome and its contact pads. The corrosion on the underside of the on/off button dome, membrane tail and the pcb along with the multiple negative temperatures recorded, with a low of -4.1 °c, would indicate that the device was stored outside of the indicated conditions. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device did not issue voice prompts. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.